Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed a cut on pebax with reddish-brown material inside and internal parts exposed; however, the cut could be related to the handling since in the process there are control inspection points to avoid this kind of issue. Carto-force test was performed and observed that the catheter was displayed properly. The event described could not be confirmed as the device performed without any force issues. However, the blood found inside the pebax area may be contributed to the force issue reported. A manufacturing record evaluation was performed for the finished device 30648259l number, and no internal action was found during the review. The instructions for use contain the following warning stated in the carto 3 system manual, which was performed for this product: the force sensor error of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax with reddish brown material inside and internal parts exposed. The finding was identified on (B)(6) 2022. It was reported that during the procedure, the medical team identified a catheter sensor error 106. The cable was changed and the patient interface unit was restarted. The issue did not resolve. The catheter was then changed and the issue resolved. The procedure was completed. No patient consequences were reported. Catheter sensor error is not MDR-reportable. Hole in the pebax is MDR-reportable.